Manufacturer narrative:
Sientra complaint (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. Sientra performed testing on batch/lot number retained by the manufacturer. Investigation: the device was tested to iso 10079 which specifies that containers must be tested to 95kpa for implosion resistance. It appears that some liposuction machines can go beyond this 95kpa threshold and increase the possibility of device cracks/implosion. It is recommended that users replace the unit after a crack or implosion to mitigate any risk of plastic particles that may be generated. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra was unable to perform an evaluation as the device was discarded by the customer. As this device is an accessory device for performing the lipoaspirate procedure the surgeon is still able to complete the procedure successfully using the equipment already required to perform the procedure. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
While doing liposuction with a microaire system set to approximately 400 psi, and 500cc of lipoaspirate in the viality unit, it spontaneously imploded. A 4mm liposuction cannula was being used. Per follow up with healthcare provider (hcp), microaire pal lipotower was used. The vacuum pressure was at the 400s in mmhg and was set, just past medium. The room temperature was at around 68-72 degrees. Canula size used was 4 mm bent flare tip. The issue occurred about 45 minutes into the procedure and the lid was not being held down at the time it occurred. It was not noticed the sides of the unit begin to flex inward prior to failure nor was anything heard or seen before the crack, or any loss of vacuum. Viscosity of fat during liposuction was fairly watery and there was no difficulty clearing fat. Fat was in tubing but not stuck. Length of tubing used from viality to patient was 10 feet, and from microaire to viality was 2 feet. Approximately 500cc of lipoaspirate was in the suction waste container when this event occurred. Product discarded.